Event description:
Customer reported that she was hospitalized for high blood glucose and dka. Troubleshooting was not performed, as customer stated that she is insulin resistent and pump is working fine.